Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation results: summary: two used 20 ml ll bd plastipak and one used 20 ml ll without blister was received by our quality team for investigation. Upon visual inspection of the two samples of 20ll bd plastipak, it was verified that the barrel of both syringes are damaged. They are dent on the barrel flags and they have several scratches. No damage can be observed in plunger of two samples. During the device history record review, an annotation was noted that could be related to the alleged defect. During the marking process, a failure in the marking machine was detected that caused barrels to get caught, resulting in damage. Once this was detected, a visual inspection was performed and defective samples were rejected and the mechanical team repaired the failure. This damage on barrels can cause the alleged leakage. Based upon the quality team's investigation, the root cause of this incident is due to the equipment failure in the marking station. Conclusion: it has been received 2 used samples of 20 ml ll bd plastipak (manufactured in bd (B)(4)) and 1 used sample of 20 ml ll without blister (no manufactured in sag, so it is not evaluated in this investigation). Upon visual inspection of the two samples of 20ll bd plastipak, it can be observed the barrel of both syringes is damaged. They are dent on the barrel flags and they have several scratches. No damage can be observed in plunger of two samples. DHR of lot 1608357p has been reviewed finding an annotation that could be related to the alleged defect. During marking process, it was detected a failure in marking machine that caused barrels got caught against pawl, resulting damaged. Once detected, defective samples were rejected to scrap and mechanical team repaired the failure. This damage on barrels can caused the alleged leakage. Maintenance is regularly performed in manufacturing process equipment according to procedure. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. We can confirm that the root cause of the non-conformance is related with a failure in the marking station. In order to reinforce our customer satisfaction, we would like to inform you that our manufacturing area was alerted of this incident defect: damaged barrel which causes leakage it has been received 2 used samples of 20 ml ll bd plastipak (manufactured in bd san agustin) and 1 used sample of 20 ml ll without blister (no manufactured in sag, so it is not evaluated in this investigation). Upon visual inspection of the two samples of 20ll bd plastipak, it can be observed the barrel of both syringes is damaged. They are dent on the barrel flags and they have several scratches. No damage can be observed in plunger of two samples. DHR of lot 1608357p has been reviewed finding an annotation that could be related to the alleged defect. During marking process, it was detected a failure in marking machine that caused barrels got caught against pawl, resulting damaged. Once detected, defective samples were rejected to scrap and mechanical team repaired the failure. This damage on barrels can caused the alleged leakage. Maintenance is regularly performed in manufacturing process equipment according to procedure pm-071. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift. Printing: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 18 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Secondary packaging: 1 box per pallet. Functional inspection: printing: once at the beginning of the lot and once at the end of the lot. Assembly: once at the beginning of the lot and once at the end of the lot. Primary packaging: once at the beginning of the lot and once at the end of the lot. We can confirm that the root cause of the non-conformance is related with a failure in the marking station. In order to reinforce our customer satisfaction, we would like to inform you that our manufacturing area was alerted of this incident. Root cause: DHR of lot 1608357p has been reviewed finding an annotation that could be related to the alleged defect. During marking process, it was detected a failure in marking machine that caused barrels got caught against pawl, resulting damaged. Once detected, defective samples were rejected to scrap and mechanical team repaired the failure. This damage on barrels can caused the alleged leakage.

Event description:
It was reported there was a crack found on a bd plastipak¿ non-sterile luer-lok syringe during use. There was no report of exposure, serious injury or medical intervention.